Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and confirmed that there was no indication of shut down or failures in the iabp's error logs. The fse then attached the trainer and balloon to the unit, powered it on and initiated pumping on the iabp. The customer had other iabps units for the fse to inspect so the fse allowed this iabp to run for approximately 3 hours to see if it would shut down, and it did not. The fse was unable to duplicate the failure. Subsequently, the fse went through the diagnostics and found that the vacuum calibration was at -283, it should be set at -295. To fix this problem, the fse calibrated the pressure and vacuum settings then completed all diagnostics tests and inspections and found all to be within tolerance. The fse then completed the performance and safety tests, and returned the iabp to the customer approved for clinical use.

Event description:
The customer reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down and would not restart. No death or injury was reported.